Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) of a homechoice cassette was loose. This occurred before use of the device for peritoneal dialysis therapy there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the apd disposable set had been set up onto the cycler, the patient was holding the drain line port and the cap. The patient felt that the cap was loose as compared with other sets during use. No loose/drop cap was reported during pouch opening. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.